Event description:
Caller reported inform system neonate results of 28 mg/dl and 43 mg/dl within 10 minutes. No adversde event reported. The customer claims they have multiple lots of strips at the hospital. It is unlikely the customer will be able to locate exact vial to send back. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.